Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-00917. It was reported the patient's right l1 lead was fractured. The issue was confirmed via x-ray. High impedances on all contacts were noted on that lead. As a result, the patient underwent surgical intervention during which both of the l1 leads were explanted and replaced (manufacturer report number: 1627487-2021-00034). It is unknown which lead had the fracture and high impedance issue, so both l1 leads are being reported.

Event description:
Additional information received indicates that the effective therapy was established post-operatively.